Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer problem was not duplicated. The pump was in good condition. The device passed volumetric accuracy testing, there were no issues found. The device underwent preventative maintenance including accuracy and functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the pump was failing volume accuracy test due to over infusing. The event occurred during routine preventive maintenance inspection. There was no patient involvement.